Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, weight gain, acute sinusitis, amenorrhea, bronchitis, diabetes mellitus, dizziness, hypertension, headache, asthma and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the second episode of vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("migraines / headaches"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and bacterial vaginosis had resolved, the abdominal pain, anxiety, the last episode of vaginal infection, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, rash, nausea, dysmenorrhoea, dyspareunia, weight increased and post procedural complication outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, rash, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, general. Abnormal. Bleeding , bacterial vaginosis , migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Batch no c06524 production date 2014-01-06 expiration date 2017-01-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure (batch no. C06524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and weight gain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ psychological or psychiatric problems condition: mental anguish"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the second episode of vaginal infection ("bladder/urinary problems: vaginal infection") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the genital hemorrhage, abdominal pain, anxiety, the last episode of vaginal infection, vaginal hemorrhage, menorrhagia, female sexual dysfunction, depression, rash, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal hemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Batch no c06524. Production date 2014-01-06. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and weight gain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the second episode of vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("migraines / headaches"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and bacterial vaginosis had resolved, the abdominal pain, anxiety, the last episode of vaginal infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, nausea, dysmenorrhoea, dyspareunia, weight increased and post procedural complication outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, rash, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, general. Abnormal. Bleeding, bacterial vaginosis, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Batch no c06524 production date 2014-01-06. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new events bacterial vaginosis , post removal complication were added. Outcome of genital hemorrhage updated to recovered / resolved a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and weight gain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the second episode of vaginal infection ("bladder/urinary problems: vaginal infection") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, anxiety, the last episode of vaginal infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: reporter, patient demographics, medical history were added. Added lot number. On (B)(6) 2018, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), depression, rashes or skin conditions type: rashes, migraines / headaches,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain. Updated event psychological injury/ psychological or psychiatric problems condition: mental anguish (previously reported as psychological injury). Updated outcome of events pelvic pain and migraine. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.